Event description:
It was observed during inspection of a returned medfusion pump that the travel reverse error - check clutch error was found during plunger travel test. This is high priority system failure alarm and stops the therapy. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl. The device was visually inspected. Bottom left corner of top case cracked was noted. Functional testing was performed. Travel reverse error - check clutch was duplicated by motor drive test. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is clutch. Service history review identified the complaint was not related to a previous service of the device within the review period. (B)(6).